Event description:
New information was received indicating that another occurrence of post-paced t wave oversensing was observed causing non-sustained rv oversensing, the device had previously been reprogrammed to address this issue. No adverse health consequences to the patient. No intervention was reported for this new episode.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv oversensing episodes due to post-paced t-wave oversensing were observed. Provocation testing before programming changes were mentioned. The patient was stable.